Event description:
Procedure performed: total abdominal hysterectomy with bilateral salpingo-oophorectomy event description: we had a defective device this morning in surgery. Product is available for return. Additional information received on 28jun2023 via email from assistant director of surgery: there was no patient injury from the defective device. The surgery was completed by opening an additional voyant open fusion. In terms of malfunction, this device would clamp down and would not burn. Was also sticking and difficult to unclamp. Additional information received on 29jun2023 via email from assistant director of surgery: the device malfunctioned while grasping fallopian tube on the first activation. The activation and end tones were heard, with thermal effects visible at the seal site. Some minor bleeding and oozing was caused when trying to open the jaws, since the device had to be removed while still clamped down. Tension was applied to the vessel and bundle being sealed. No eschar built up on the jaws. There were no generator alarms that interrupted the seal cycle. The device was not activated on diseased or inflamed tissue. Type of intervention: the surgery was completed by opening an additional voyant open fusion. Patient status: there was no patient injury from the defective device.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit, which confirmed the complainant¿s experience of the jaws not opening. Engineering observed that the pawl spring, an internal component of the handle, had a gap that was outside of specification. Based on the conditions of the returned unit, the reported event was likely caused by the gap between the two legs of the pawl spring, which prevented the jaws from opening.

Event description:
Procedure performed: total abdominal hysterectomy with bilateral salpingo-oophorectomy. Event description: we had a defective device this morning in surgery. Product is available for return. Additional information received on 28jun2023 via email from assistant director of surgery: there was no patient injury from the defective device. The surgery was completed by opening an additional voyant open fusion. In terms of malfunction, this device would clamp down and would not burn. Was also sticking and difficult to unclamp. Additional information received on 29jun2023 via email from assistant director of surgery: the device malfunctioned while grasping fallopian tube on the first activation. The activation and end tones were heard, with thermal effects visible at the seal site. Some minor bleeding and oozing was caused when trying to open the jaws, since the device had to be removed while still clamped down. Tension was applied to the vessel and bundle being sealed. No eschar built up on the jaws. There were no generator alarms that interrupted the seal cycle. The device was not activated on diseased or inflamed tissue. Type of intervention: the surgery was completed by opening an additional voyant open fusion. Patient status: there was no patient injury from the defective device.